Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.1 was not detected on the bus. A field service engineer (fse) reseated and cleaned the retractor band and row board cable. The system was then rebooted, and firmware updates were completed. Repair verification was performed by testing in the hardware testing application (hta), and the customer completed inventory validation. All testing confirmed normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not detected at bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.